Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence. Further information from the physician indicated the surgery was aborted for injury to the urethra. No further patient complications were reported.refer to mgr report 2124215-2023-32289 for the removal surgery.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence. Further information from the physician indicated the surgery was aborted for injury to urethra. No further patient complications were reported. Ref to MFR report 2124215-2023-32289 for the explant surgery due to incontinence.